Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (won¿t hold charge) has been confirmed. As received, the battery pack was unable to charge. The battery pca and cells were contaminated and a loose bus bar was inside of the battery. The root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.